Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of spondylolisthesis involved in minimally invasive transforaminal lumbar interbody fusion (mis tlif) procedure. It was reported that intra-operatively, screw plug slipped. Event was associated with patient. There were no patient symptoms or complications reported as a result of this event. There was no delay in overall procedure time. Patient is alive and no injury.